Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on an unknown date. According to the complainant, during procedure, the elastic bands failed to release and remained at the end of the ligator head during aspiration of the varicose cord. Upon the next attempt, two elastic bands were released at the same time. Another attempt was made, however, the bands were unable to release and remained at the end of the ligator head. The procedure was completed with another device without any issues. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.